Event description:
It was reported that approximately two months post implant the patient was hospitalized with an infection of unknown origin. Actions included removal of thoracic drainage, central venous catheter, and treatment with antibiotics. The infection was considered resolved one week later. The implantable cardiac defibrillator (ICD) and leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4068 lead (B)(6) 2009. 419688 lead (B)(6) 2009. (B)(4).